Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) display was broken. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit and found the display screen was cracked. The fse replaced the display assembly then noted normal function. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) display was broken. There was no patient involvement, and no adverse event reported.